Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to disconnect tubing, tighten t:lock, point tubing downward, and deliver a 5-unit bolus, then remove infusion site and observe cannula, but troubleshooting was stopped when patient refused to continue troubleshooting.